Event description:
It was reported that a patient's device was not interrogating on two tablets, and the patient was not feeling stimulation as often as he used to. The patient was inpatient at a hospital due to increased seizures and renewed drop seizures that were previously well-controlled. The physician believes this to be due to a possible vns malfunction. A physician's x-ray analysis produced nothing of note. As the patient's device could not be reliably communicated with, the patient was referred for replacement. Tablet data with device interrogation data from (B)(6) 2019 showed no indication of device malfunction. Implant depth was ruled out as a possibility for the failure to program events as the device is palpable when touched and it was noted that the patient has been seen in clinic multiple times for dosing and for routine system checks frequently by the same clinic and physician since implant in (B)(6) 2017 with no past issues. The patient's seizure frequency was reported to be above baseline based on patient¿s seizure diary. Patient was admitted into video emu (epilepsy monitoring unit) for monitoring and based on these results the physician believes the seizures are vns related. No known surgical intervention has occurred to date.

Event description:
The patient was brought back to clinic and the epileptologist tried to interrogate the device but there was still no communication. This is a clinic where many other vns patients are successfully interrogated on a daily basis with the same programming devices. As a result, the patient has been booked for battery replacement. Surgery is scheduled but has not occurred to date.

Event description:
The patient underwent generator replacement. Generator received for analysis. Analysis is currently underway but has not been completed to date.

Event description:
Additional x-rays on the crystal was performed to determine the status of the observed darker areas on the crystal, if they are in or out of the crystal. The additional x-ray showed that the questionable observed dark areas on the crystal are internal vias. The root cause, while not conclusive, is most likely a failure of the internal crystal mechanism. No additional relevant information has been received to date.

Event description:
Analysis was completed and approved for the generator. The pulse generator was placed in a temperature oven to observe the output signal and to check communication while the pulse generator was exposed to various temperatures. The pulse generator stopped to interrogate, and no output signal was observed when the oven temperature had reached 33.0c degrees. When the oven temperature had decreased to 31.0c degrees, communication and the output signal were re-established. Due to the pulse generators loss of communication at elevated temperatures, the device did not perform according to functional specifications. The microprocessor (a1) and may have been the contributing factor for the reported allegations. The failure mechanism for the microprocessor (a1) was not established. The device history record showed that the device passed all specifications prior to distribution into the field.